Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The trailing haptic got caught in the injector as the lens was inserted into the pt's right eye. The haptic was damaged. The surgeon cut the lens to remove from the eye, the incision was not enlarged. A backup lens, same model and size was implanted. No suture was used. No pt injury.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found the lens optic torn in half. One loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all states of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector / cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears included both delivery systems issues and handling errors by the customer. (B)(4).